Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the drill was overheating. There was no delay in the procedure as a result of this event. There was no patient involvement.

Manufacturer narrative:
Analysis found that the connector of the handpiece was damaged and bent. The reported overheating was not confirmed since the device was not tested for pre-repair temperature test. If information is provided in the future, a supplemental report will be issued.